Event description:
It was reported that during a colostomy take-down procedure, when turning the knob, it felt hard to turn and then it got easy. When they attempted to fire the device, it did not do anything. When the device was removed, it looked like it had partially fired: some staples were at the end. A fourth device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4) (device b). Evaluation summary: device a arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob worked as intended. Device b arrived in good visual condition. Additionally, several preformed staples were found with tissue inside the casing. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The adjusting knob worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.